Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Pt date of birth ¿ 1945. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity.¿

Event description:
Patient underwent an exploration of the right knee prosthesis and removal of a loose femoral screw approximately 14 months post-implantation.

Manufacturer narrative:
Correction: this follow-up report is being filed to relay this report is a duplicate of 1825034-2014-05908.